Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and tested for leaks. The complaint is confirmed. The root cause could not be determined, however, it is likely that overtightening of the connection contributed to the failure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the pressure monitoring set was leaking near the connector.